Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm the issue and blower will be replaced. Root cause of failure was determined due to defective moog blower unit.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista1000 us had an alarm 401 - "inspiration valve or device leaky" and alarm 316 - "blower failure". The customer confirmed that there was no patient involvement associated with the reported event.